Manufacturer narrative:
(B)(4). Additional information: the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: product code 9702h, batch mkr990 mfg date: 9/5/2018, exp date: 8/31/2023; product code 9702h, batch par624 mfg date: 1/4/2019, exp date: 12/31/2023. In addition, a review of the manufacturing record evaluation for the possible batch numbers was performed for the finished device lot, and no non-conformances were identified. Investigation summary: it was reported performance pull off suture needle. An empty opened box, a dispensed suture broken in two sections and a detached needle was returned for analysis. The product code is double armed. A needle was received; however, an evaluation cannot be performed since the needle was inside a ball wax and no suture was received for evaluation to determine the assignable cause. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the sample received, it could not be determined what may have caused the reported incident of: ¿that pull off suture needle during the pediatric cardiac surgery¿.

Event description:
It was reported that a patient underwent a cardiac procedure on (B)(6) 2019 and suture was used. The suture pull off the needle during use. Another like device was used to complete the procedure. No additional information could be provided. There were no adverse patient consequences reported.